Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation the needle was tested, it advanced out but would not fully retract. The device was not used inside the patient. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. Functionally, when advancing the needle by activating the handle, the needle advanced properly. When attempting to retract the needle, it would not retract completely. After repeated handle activation and massaging the working length, the needle was able to retract completely. However, the needle functionality was found to be intermittent with subsequent handle activations. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due handling during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation the needle was tested, it advanced out but would not fully retract. The device was not used inside the patient. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient is over 18 years. Needle would not fully retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.